Event description:
Machine alarmed blood in dialysate right after starting pt. Nurse looked at dialyzer and noticed mixing of blood in dialysate. Treatment stopped, md and ud notified, pt's blood not returned, and machine was re-set up for new treatment.